Manufacturer narrative:
(B)(4). (B)(4). Insufficient driver of disposable. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01044. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit did not drive the disposable handpiece efficiently. The case was successfully completed with a second motor drive unit with no adverse pt consequences.